Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during treatment of a left internal iliac artery embolization, an cx35 coil was delivered into the aneurysm without issue. A second 20mm x 39cm cx35 prepped and advanced but could not be delivered through tip of catheter. An attempt to advance and retract the coil was made unsuccessfully. The coil did not appear to be moving and was thought to have detached from the delivery pusher. The catheter was flushed into the aneurysm. Another coil was prepped and was unable to be advanced within the catheter. The system was removed and imaging revealed the second coil that had prematurely detached stuck within the catheter at approximately 40cm from the distal tip. The physician tried to advance the coil with a wire without success. The coil and catheter were removed together successfully. Procedure stopped as complex anatomy and fluoro time were becoming a concern. Patient is reported to be brought back for an amplatzer plug in the distal vessel. Patient condition is reported to be stable.